Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A patient reported that following a toric intraocular lens implant procedure, he had experienced foggy vision and rings around lights. The patient reported the top half of his vision is clear, but the bottom half is blurry. He had a retina tear that was repaired by laser one year following his implant procedure. The patient feels that his surgeon implanted a lens that was too strong and has obtained a second opinion with a different surgeon. The second surgeon discussed exchanging the lens for a monofocal iol, but further intervention has not been scheduled. Additional information has been requested.